Event description:
It was reported that the patients ipg life was declining and had to keep it plugged in at all times. It was also reported that the ipg takes a long time to get charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.